Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: patient information: not available. Samples received: 23 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. The suture was manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. A tightness test was performed on the samples received and it is determined the sutures are tight. The knot security control of the samples received was tested and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Remarks: as indicated in the instructions for use of the product, adequate knot security requires the standard surgical technique of flat, square ties, with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported by the surgeon that during a knee surgery the suture thread did not hold the knot. As a result the patient needed a new wound closure.